Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The caller also reported that the programmer was able to interrogate and update but the update failed to complete and not the device cannot be identified. A boston scientific technical services consultant instructed the caller to reboot the programmer but she realized she was using the wrong wand. No adverse patient effects were reported.